Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 150 mg/dl. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer was using control iq software and did not notice that the an expected automated bolus was delivered and customer exercised without enabling the exercise mode as instructed by the health care provider. Customer disconnected from the site and consumed juice to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.